Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The customer has not provided any information about the defect or malfunction. According to the investigation results the jaw is broken.

Manufacturer narrative:
Corrections made to fields d2 and g3. The event is filed under internal karl storz complaint ID: (B)(4).